Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated aligners were cutting into their gums and their teeth are still misaligned.